Event description:
An ambulance was called to assist with a cardiac arrest pt. When the paramedics arrived, they found the pt already exhibited signs of rigor mortis but they attempted to suction the pt using a sscor portable suction unit. The unit did not work. The paramedics immediately cleared the airway with their fingers and transported the pt to the ambulance where they used the vehicles' on-board suction unit and also attached the pt to an EKG monitor. The monitor showed that the pt exhibited flat lines on 3 leads. The paramedics reported that they do not believe the portable sscor suction unit caused or contributed to the pt's death.